Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks for af with rapid ventricular response (rvr). The patient was at home lifting a small box when the shock was received. The patient had not experienced any symptoms other than the hv therapy. Programming changes were recommended but not made. Cardioversion was performed, and no further af with rvr was seen. Patient was stable prior, during and after event.